Event description:
It was reported that the patient underwent surgery to treat lumbar radiculopathy with stenosis, spondylosis, disc degeneration, scoliosis, instability. The procedure consisted of bilateral l4-l5, l5-s1 laminoforaminotomy, bilateral posterior lumbar interbody fusion l5-s1 with peek interbody devices, autograft, and rhbmp-2/acs, posterolateral fusion with pedicle screws, rods, crosslink instrumentation l5-s1. The rhbmp-2/acs was packed inside the cages, and autograft and infuse were packed in the space between the implants. Autograft and rhbmp-2/acs was placed in the posterolateral regions bilaterally. Thirty three days post-op, the patient presented for follow-up visit. Per the physician's notes, the patient's "right leg pain has not resolved." 36 days post-op, an MRI and myelogram indicated "interval laminectomies at l5 and posterior fusion. Extensive enhancing tissue at l5-s1 encasing the thecal sac. This may explain the patient's persistent pain. No disc herniation." Forty one days post-op, the patient presented for follow-up visit with continued right leg pain. Per the physician's notes, a review of MRI indicated "the instrumentation and implants all appear in good position, but there is unusual finding of an exuberant amount of enhancing, probable granulation tissue in the epidural space, primarily anteriorly. The disc space and adjacent endplates themselves appear fairly normal postoperatively. The anterior granulation causes deviation of the neural elements and is likely the cause of her continued pain." A CT scan indicated "hardware appears to be in proper alignment. Area of extensive enhancement encasing the thecal sac at l5-s1 cannot be clearly be demonstrated on this CT as is seen on MRI. No canal stenosis is seen from l1 through the superior endplate of l4." Forty eight days post-op, the patient underwent a procedure for revision laminoforaminotomies and removal of part of instrumentation including microscope dissection. Major findings included "hypertrophic reactive tissue with some thin ossifications in the dorsal tissue." "This dorsal mass was removed and sent for pathology." Forty nine days post-op, the pathology report indicated "fibrous tissue with chronic inflammation and abundant foreign body giant cell reaction and focal calcifications. Evidence of acute inflammation, infection, and neoplasm absent." Forty four days post-op, the patient presented for follow up. Per the physician's notes, "right leg pain has been improving. She gets some pain in the right flank and buttock region, and sometimes in the foreleg, but overall intensity is lessening." Seventy nine days post-op, an MRI of the lumbar spine indicated "fluid collection in the laminectomy site centrally and especially on the right with a mild flattening of the thecal sac. Small disc protrusions on the left far laterally at l3-4 and into the left lateral recess and proximal foramen of l4-5." 192 days post-op, a lumbar MRI indicated "interval decrease in the size of the postop seroma in l5-s1. Enhancing granulation tissue in the l5-s1 operative site especially on the right similar to the prior exam. Prominent diffuse annular bulge with a very small disc protrusion on the left at l4-5, unchanged." 262 days post-op, a lumbar CT indicated "there is considerable soft tissue swelling at this operative level (l5-s1) between the vertebral bodies and the dural sac, extending from the l5-5 level down to about the s2 level. The details of this soft tissue swelling are difficult to appreciate due to artifact from the hardware." Reportedly, at an unknown time post-op, the patient "developed overgrown bone, experienced significant pain and suffered other serious injuries." No additional information was provided.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with the following pre-op diagnosis: lumbar radiculopathy with stenosis, spondylosis, disk degeneration, scoliosis, instability and underwent the following procedures: bilateral multi-level lumbar decompression with bilateral l4-5, ls-s1 laminoforaminotomy. Bilateral l5-s1 posterior lumbar interbody fusion. Bilateral l5-s1 posterolateral fusion. Bilateral l5-s1 12 mm height implants. Bilateral pedicle instrumentation l5-s1 with rods and cross links. Morselized autograft bone and rhbmp-2/acs bone graft for fusions. Intraoperative fluoroscopy. Frameless stereotactic guidance for pedicle screw placement. No intra-op complications were reported.